Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified cannot determine if the device is ruptured or intact because in the photos it is not clearly appreciated if the device is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" and breast cancer. Breast cancer is not related to the device. The device has been explanted.